Manufacturer narrative:
The customer performed no issue investigation, and no parts were replaced on the alinity I processing module, serial number (B)(6). The sample was tested on another alinity I processing module, with favorable results. No definitive part was replaced and/or identified, therefore, the alinity I processing module, serial number (B)(6) was considered the likely cause; however, sample integrity cannot be ruled out. Return testing was not completed as returns were not available. The service history of the alinity I processing module, (B)(6) verifies no subsequent issues have been reported related to false reactive anti-hcv results post the issue was identified. A review of tracking and trending did not identify any related trends. A review of the device history record did not identify any non-conformances or deviations for the alinity I processing module with regards to the complaint issue. The labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer reported false reactive alinity I anti-hcv results for one patient sample while running on the alinity I processing module. The following data was provided (reference range: <1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2023, sample ID (B)(6): initial anti-hcv result = 1.13 s/co (reactive) repeat 1 anti-hcv result = 1.30 s/co (reactive) repeat 2 anti-hcv result (ran on (B)(6)) = 0.08 s/co (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I anti-hcv results for one patient sample while running on the alinity I processing module. The following data was provided (reference range: 1.00 s/co is nonreactive, /= 1.00 s/co is reactive): on (B)(6) 2023, sample ID 018720: initial anti-hcv result = 1.13 s/co (reactive). Repeat 1 anti-hcv result = 1.30 s/co (reactive). Repeat 2 anti-hcv result (ran on ai20540) = 0.08 s/co (nonreactive). There was no impact to patient management reported.